Event description:
It was reported that post implant, the patient developed atrial fibrillation. The next day, the patient was cardioverted. Post cardioversion, there was a minute of no pacing of the heart, then it started to pace again. The lead was found to have a higher threshold than at implant. The lead was repositioned. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.